Event description:
On (B)(4) 2013 the full article was received.

Manufacturer narrative:
(Abst 1.285.),2012 :abstract "outcomes of vagus nerve stimulation (vns) in pediatric epilepsy" authors: c. D. Yu, I. Abdelmoumen, s. Ramgopal, c. Powell, k. Remy, m. Libenson, j. Madsen, a. Rotenberg, t. Loddenkemper instit: mcgill university, boston children's hospital

Event description:
An abstract article was received for review. The title was."outcomes of vagus nerve stimulation (vns) in pediatric epilepsy" authors: c. D. Yu, I. Abdelmoumen, s. Ramgopal, c. Powell, k. Remy, m. Libenson, j. Madsen, a. Rotenberg, t. Loddenkemperinstit: mcgill university, boston children's hospital the abstract reported charts about all patients implanted with the vns at a single center between (B)(6) 1997 and (B)(6) 2011. Two hundred fifty two (252) patients were identified. Complete follow-up data was available for 69 patients. Of the excluded patients, 6 had treatment discontinued during the 12 month follow-up period. Reasons for discontinuation included infection (n=3), nausea (n=1), skin breakdown (n=1), and perceived lack of efficacy (n=1). Sixteen of the 69 patients experienced adverse effects which did not warrant discontinuation of therapy, including voice changes, coughing, throat tickle, difficulty sleeping, and pain over the vns area. This report is to capture one patient who discontinued treatment for infection. At this time no further information is available.